Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The non-stenosed lesion being treated was located in the calcified, severely tortuous mid to distal right coronary artery (rca). Plain old balloon angioplasty (poba) was performed. The physician attempted to place a 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the distal edge of the stent was found to be lifted. Procedure was proceeded with a different device. No pt complications were reported. Pt's status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.